Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2020. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. All answers are unattainable additional information requested. Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the condition of the patient?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ph8461, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section under combined spinal and epidural approach on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle had happened when closed the body cavity. After verification, it was confirmed that the needle tip and needle tail were intact to ensure that no foreign body remained in the patient. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.